Manufacturer narrative:
The event took place outside the united states (in france) and was associated with a product that is also cleared for the market in the united states.

Event description:
The patient was revised (B)(6) 2022 after the primary surgery on 2018 due to loosening. A head and a double cone were explanted. A glenosphere, 3 screws, a metaglene, a cup and a taper were implanted.